Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical error on the screen. The customer was swimming prior to the alarm. The customer's blood glucose was 181 mg/dl. The customer was advised to return the insuin pump and refer to their back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with cracked case on the back at the battery tube area. Unit received with minor scratched display window and case.